Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
Initial information received states: antegrade left cfa puncture. Difficult puncture and an amplatz wire was used to negotiate the 5fr sheath into the common femoral. The vessel was extremely calcified. A v18 was positioned in the popliteal and an initial angiogram showed multiple stenoses in the sfa. The distal popliteal was relatively normal and there was diseased trifurcation with a very diseased anterior tibial and an initial occlusion of the proximal peroneal. Extensive collaterals refilled the proximal peroneal and the anterior tibial with the peroneal being the predominant run off vessel. This continues down to the ankle where collaterals re-fill a very good dorsalis pedis. Additional information indicated that: a 5 mm x 4 cm balloon angioplasty was performed in the proximal sfa. However, a second inflation of the balloon the balloon burst. The balloon was subsequently removed, however the balloon itself was sheard from the shaft of the delivery device. The balloon remained within the sheath initially. Despite attempts at retrieval they were unable to get access and snare this balloon. The balloon was subsequently left in situ with a wire in position and the case discussed with the vascular surgeon. Unfortunately they were unable to reposition a 5fr sheath in the groin and as such the wire and the dilator was removed. This left the balloon in situ in the proximal sfa. On the last film this balloon appears to have compressed such that the two balloon markers were now very close together. The patient was transferred to another facility for surgical removal of the distal segment.